Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and low battery alarm. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer reported that the pump displayed, replace battery. The battery alert says power error/ failure battery low notifications and not even a minute it goes into replacing battery now. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed pump error 25, low battery alert and replace battery alert. The power management tool confirmed power error 25, low battery alert and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.